Event description:
Customer reported abo discrepancy on the galileo. Customer has noticed that the probe is leaking, and he thinks that this could be the cause of the discrepancies. Customer would not provide any additional information.

Manufacturer narrative:
Customer would not provide sufficient information. No investigation is possible. Insufficient information provided.